Event description:
Medical affairs has been unable to get in contact with the patient and sent a letter obtain more clinical information. Meter power's off during use. The patient was unable/unwilling to verify if patient experience any symptoms at the time of testing. The patient contacted the physician for advice and was treated. No information on what type of treatment the patient received or if a reading was taken at the physician's office. The patient replaced the batteries and the issue was not resolved. Customer service was unable to resolve the issue and sent the patient a replacement meter.